Manufacturer narrative:
Additional information: g3, h3, h6. Based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper bone preparation and applying excessive force during insertion. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Event description:
It was reported that during an anterior cruciate ligament surgery during insertion of the screw the first threads were turned off and the insertion was no longer possible. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 20-mar-2024: it was confirmed that all fragments were retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.